Event description:
A customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, a surgeon attempted to use the bronchoscope down a shiley brand tracheostomy tube (exact model and size unknown) which did not fit. The customer reported that due to the incorrect size, the camera was dislodged from the bronchoscope and was stuck inside the tracheostomy tube. The entire tube was removed during the procedure. No harm to the patient was reported.

Manufacturer narrative:
The customer was unable to have their glidescope bflex 5.0 single-use bronchoscope returned to verathon for evaluation as it had been discarded at their facility. Since the device was not returned to verathon for evaluation, the exact root cause could not be determined. However, it is likely lthat inserting the glidescope bflex 5.0 single-use bronchoscope into the shiley brand tracheostomy tube used during the procedure may have caused or contributed to the reported issue. The glidescope bflex bronchoscope - endotracheal tube compatibility" table found in the glidescope bflex single-use bronchoscopes operations & maintenance manual (omm) currently only lists the compatibility of the glidescope bflex single- use bronchoscopes with certain endotracheal tubes, double-lumen tubes, and airway catheters. The tracheostomy tube used during the procedure has not been validated by verathon for compatibility for use with the glidescope bflex 5.0 single-use bronchoscope. Any usage of the glidescope bflex bronchoscope outside of what is listed in the omm is outside of verathon's released labeling. Corrective action is not required at this time. Verathon will continue to monitor for trends.